Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. The physician requested the local field representative be paged to assist with device reprogramming. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.